Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure micro-insert implanted earlier than 6 weeks after delivery" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included kidney stones in 2002, ectopic pregnancy in 2000, gallstones in 2000, multigravida, parity 3 (date of birth: (B)(6) 1998, (B)(6) 2002, (B)(6) 2006), loop electrosurgical excision procedure, fibroids, hsv infection, obesity, obesity, mammogram, discomfort, d & c, cholecystectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: metro gei-vaginal, zithrorrex, valtrex, estrace vaginal cream and boric acid suppository. Concurrent conditions included vaginitis, vaginal dryness, irregular periods, adenomyosis, penicillin allergy and pelvic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and the first episode of vulvovaginal pain ("pain - vaginal pain"). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), the second episode of vulvovaginal pain ("allergic or hypersensitivity reaction type: vaginal sensitivity"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: constant bacterial vaginosis"), migraine ("migranes/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss (specify which one)"). The patient was treated with surgery (novasure ablation (B)(6) 2018). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, hot flush, the last episode of vulvovaginal pain, bacterial vaginosis, migraine, nausea, dyspareunia, fatigue, gastritis, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered bacterial vaginosis, dyspareunia, fatigue, gastritis, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, hot flush, dyspareunia quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure micro-insert implanted earlier than 6 weeks after delivery" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included kidney stones in 2002, ectopic pregnancy in 2000, gallstones in 2000, multigravida, parity 3 (date of birth: (B)(6)1998, (B)(6)2002, (B)(6)2006), loop electrosurgical excision procedure, fibroids, hsv infection, obesity, obesity, mammogram, discomfort, d & c, cholecystectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: metro gei-vaginal, zithrorrex, valtrex, estrace vaginal cream and boric acid suppository. Concurrent conditions included vaginitis, vaginal dryness, irregular periods, adenomyosis, penicillin allergy and pelvic pain. On (B)(6)2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and the first episode of vulvovaginal pain ("pain - vaginal pain"). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), the second episode of vulvovaginal pain ("allergic or hypersensitivity reaction type: vaginal sensitivity"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: constant bacterial vaginosis"), migraine ("migranes/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss (specify which one)"). The patient was treated with surgery (novasure ablation (B)(6)2018). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, hot flush, the last episode of vulvovaginal pain, bacterial vaginosis, migraine, nausea, dyspareunia, fatigue, gastritis, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered bacterial vaginosis, dyspareunia, fatigue, gastritis, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, hot flush, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: this case become serious incident. Mr received. Reporter information, patient's medical history and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure micro-insert implanted earlier than 6 weeks after delivery" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included kidney stones in 2002, ectopic pregnancy in 2000, gallstones in 2000, multigravida, parity 3 (date of birth: (B)(6)), loop electrosurgical excision procedure, fibroids, hsv infection, obesity, obesity, mammogram, discomfort, d & c, cholecystectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: metro gei-vaginal, zithrorrex, valtrex, estrace vaginal cream and boric acid suppository. Concurrent conditions included vaginitis, vaginal dryness, irregular periods, adenomyosis, penicillin allergy and pelvic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and the first episode of vulvovaginal pain ("pain - vaginal pain"). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), the second episode of vulvovaginal pain ("allergic or hypersensitivity reaction type: vaginal sensitivity"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: constant bacterial vaginosis"), migraine ("migranes/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss (specify which one)"). The patient was treated with surgery (novasure ablation (B)(6) 2018). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, hot flush, the last episode of vulvovaginal pain, bacterial vaginosis, migraine, nausea, dyspareunia, fatigue, gastritis, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered bacterial vaginosis, dyspareunia, fatigue, gastritis, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, hot flush, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: this case become serious incident. Mr received. Reporter information, patient's medical history and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.